Event description:
Clinic notes dated (B)(6) 2014 note that the patient feels that his seizure activity is worsening and feels that vns is not as helpful. It was noted that the patient complains of four to five small seizures a day. It was noted that the vns settings were increased and the patient will follow-up in two weeks for further vns adjustment. The patient underwent generator replacement surgery. The explanted generator has not been received for analysis to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.

Event description:
It was reported that the explanted device was discarded and will not be returned for analysis.